Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
It was reported to philips that the device alarms ¿check vent: proximal pressure sensor auto zero failed" every time it is turned on and the adhesive of the power switch overlay is peeling off. The device was not in clinical use at the time of the event. There was no report of patient or use harm. This issue was noted during testing of the device. The device was evaluated by a philips field service engineer (fse) who confirmed the reported issues. A quotation for a replacement data acquisition board and power switch overlay were provided to the customer and are pending acceptance.

Manufacturer narrative:
G4: 08sep2020. B4: 09sep2020. The field service engineer (fse) replaced the power switch overlay to resolve the reported issue and the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.